Manufacturer narrative:
One catheter with attached b. Braun 3/4cc limited volume syringe was returned for evaluation. No introducer was returned. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. Thermistor temperature reading accuracy is +/- .3c per vigilance manual. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 3/4cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The complaint of abnormal co values could not be confirmed during the evaluation. No evidence of a manufacturing nonconformance was noted. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "co value was abnormal during use. The catheter was replaced. No further details were available. No patient complications or injury was reported.